Event description:
Middle-aged male was having a cystoscopy, bilateral retrograde pyelograms, bilateral ureteroscopy, and bilateral stone basketing as an in-patient. The urologist was using the ureteral stone basket retrieval instrument to remove a stone from the left ureter. The instrument broke inside the ureter. The urologist then used a non-disposable alligator forceps to remove the broken fragment from the patient¿s body. The reference number for the stone basket is 041900 and lot number is nghu0879. Unfortunately, the disposable product was thrown away at the time.